Manufacturer narrative:
It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and all six primary struts tent the ivc wall. Early perforation and erosion are suspected both medially and anteriorly. According to the information received in the patient profile from, the filter subsequently malfunctioned and caused perforation of filter strut(s) outside the ivc, sepsis of the abdomen from a blood clot in the leg, extensive dvt from the filter inferiorly, lymphedema, and abdominal hematoma. The patient also reports shortness of breath, anxiety, mental anguish and weight gain. The patient reportedly became aware of the events approximately six years and eleven months post implant. According to the medical records the patient has a history of left knee surgery, moderate obesity, and birth control. A day prior to the implant procedure, a computed tomography (CT) angiogram was performed and showed extensive pulmonary embolism. An ultrasound was performed and showed deep vein thrombosis (dvt) of the left lower extremity from the distal superficial femoral vein distally. The next day, the filter was placed via the right internal jugular vein and deployed in the infrarenal ivc without complications. Two days post implant, a CT scan of the abdomen was performed to rule out a retroperitoneal bleed, the scan was negative. Ten days post implant, a follow up ultrasound was performed and observed partially occlusive thrombus in the left popliteal, posterior tibial, anterior tibial and peroneal veins. The patient has undergone numerous x-rays and scans for hip, knee, shoulder, back, neck and finger pains, findings were consistent with degenerative joint disease and spinal stenosis, the patient also has experienced arthralgia and myalgia. The patient has been worked up for chest pain and shortness of breath on many occasions, all results in each test were normal. The patient has undergone numerous ultrasounds of the bilateral lower extremities and CT scans of the chest for follow up of the pe and dvt, all scans have shown negative results for pe and dvt. The patient underwent transabdominal and transvaginal u/s on 4 occasions in a 2-year time span, for complaints of pelvic pain, no acute processes were identified in the tests. The patient underwent a hysterectomy two years and nine months post implant for dysfunctional uterine bleeding. The patient underwent a sonogram of the thyroid four years and eight months post implant, results indicated an enlarged heterogeneous thryroid gland suggestive of a goiter or thyroiditis. An ultrasound was later performed, and the diagnosis was a mild goiter. The patient underwent a CT scan of the abdomen five years and five months post implant to evaluate for migration of the ivc filter and a history of dvt. Results indicated that the filter is in the identical position from prior study performed in 2013 and there did not appear to be any clot in the ivc or the iliac veins. A new large cyst on the left adnexa was seen. A radiology report showed findings noted that all six primary struts tent the wall of the ivc with early perforation/erosion suspected medially and anteriorly. Near impingement on overlying bowel anteriorly, no fractures are identified, a hemangioma is noted on the superior aspect of the right lobe of the liver; note this was seen in initial CT scan prior to filter placement. There is currently no additional information available for review. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots, clotting and/or occlusion of the inferior vena cava does not represent a device malfunction. Blood clots that develop in the veins of the leg or pelvis, may be related to a condition called deep vein thrombosis (dvt). Large thrombus within the vena cava or lower extremities may impede perfusion and cause venous insufficiency. With time, high pressure in the leg veins due to venous insufficiency of either the superficial or deep veins (or both) can cause leakage of blood out of the capillary beds, resulting in swelling of the affected extremity. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without images or procedural films for review, the reported perforation could not be confirmed, and the exact causes could not be determined. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. With the limited information provided the report of erosion could not be confirmed or further clarified, no a cause established. Due to the nature of the complaint the reported septic abdomen and abdominal hematoma could not be confirmed or further clarified. As reported, a CT scan performed 2 days post implant was negative for a hematoma or any other acute process. Anxiety, pain and shortness of breath do not represent a device malfunction and may be related to underlying patient specific issues. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, all six primary struts tent the ivc wall. Early perforation and erosion are suspected both medially and anteriorly. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages. According to the information received in the patient profile from (ppf), the patient became aware of the reported events approximately six years and eleven months post implantation. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, perforation of filter strut(s) outside the ivc, sepsis of the abdomen from a blood clot in the leg, extensive dvt from the filter inferiorly, lymphedema, and abdominal hematoma. The patient also reports shortness of breath, anxiety, mental anguish and weight gain. The following additional information received per the medical records state that the patient has a history of left knee surgery, moderate obesity, and birth control. A day prior to the implant procedure, a computed tomography (CT) angiogram was performed for concern for pulmonary embolus (pe) in a patient with chest pain that had recent surgery, one month prior, of note a liver lesion consistent with hemangioma was observed. Results showed extensive pe. An ultrasound was performed and showed deep vein thrombosis (dvt) of the left lower extremity from the distal superficial femoral vein distally. The next day, the filter was placed via the right internal jugular vein and deployed in the infrarenal ivc without complications. Two days post implant, a CT scan of the abdomen was performed to rule out a retroperitoneal bleed, the scan was negative. Ten days post implant, a follow up ultrasound was performed and observed partially occlusive thrombus in the left popliteal, posterior tibial, anterior tibial and peroneal veins. The has undergone numerous x-rays and scans for hip, knee, shoulder, back, neck and finger pains, findings were consistent with degenerative joint disease and spinal stenosis, the patient also has experienced arthralgia and myalgia. The patient has been worked up for chest pain and shortness of breath on many occasions, all results in each test were normal. The patient has undergone numerous ultrasounds of the bilateral lower extremities and CT scans of the chest for follow up of the pe and dvt, all scans have shown negative results for pe and dvt. The patient underwent transabdominal and transvaginal u/s on 4 occasions in a 2-year time span, for complaints of pelvic pain, no acute processes were identified in the tests. The patient underwent a hysterectomy two years and nine months post implant for dysfunctional uterine bleeding. The patient underwent a sonogram of the thyroid four years and eight months post implant, results indicated an enlarged heterogeneous thryroid gland suggestive of a goiter or thyroiditis. An ultrasound was later performed, and the diagnosis was a mild goiter. The patient underwent a CT scan of the abdomen five years and five months post implant to evaluate for migration of the ivc filter and a history of dvt. Results indicated that the filter is in the identical position from prior study performed in 2013 and there did not appear to be any clot in the ivc or the iliac veins. A new large cyst on the left adnexa was seen. A radiology report showed findings noted that all six primary struts tent the wall of the ivc with early perforation/erosion suspected medially and anteriorly. Near impingement on overlying bowel anteriorly, no fractures are identified, a hemangioma is noted on the superior aspect of the right lobe of the liver; note this was seen in initial CT scan prior to filter placement.

Manufacturer narrative:
As reported, the patient underwent placement of a trapease inferior vena cava (ivc) filter. The indication for filter placement is not available. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, all six primary struts tent the ivc wall. Early perforation and erosion are suspected both medially and anteriorly. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. It was reported that there was perforation and erosion of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Erosion of the tissues around an implanted device, commonly related to the body¿s immune response, is a known phenomenon associated to all implantable devices. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Occupation: other, senior counsel, litigation.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, all six primary struts tent the ivc wall. Early perforation and erosion are suspected both medially and anteriorly. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages.